Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. No unexpected insulin pump error alarms noted during testing however, insulin pump error alarm is found in the formatted history file. Problem isolated to the electronic assembly as per global logic analysis. No insulin pump error alarms noted during testing. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.